Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last bolus delivery was made on 2015-(B)(4) and the last basal delivery was on 2015-(B)(4). A manual time/date change was observed in the black box from 2015-(B)(4) 00:05 to 2015-(B)(4) 00:05. On 2015-(B)(4) 08:09 a por was recorded; deliveries never resumed. On 2015-(B)(4) 14:36 a loss of prime was recorded; deliveries resumed at 17:51. On 2015-(B)(4) 00:55 deliveries were interrupted from 00:55 to due to routine cartridge replacement. Tdd adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint. Returned battery cap/returned cartridge cap used to complete testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) ranging from 200mg/dl to 400mg/dl and would not go down. The reporter stated that the patient had a stroke on (B)(6) 2015 and stated that they are unsure if it related to the elevated bg. A 911/emergency protocol was initiated and the patient was hospitalized and treated there. The reporter stated that the patient received replacement pump but was still using old pump at the time of the incident. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.